Manufacturer narrative:
Analysis found that the customer's complaint was confirmed at 142 f nose after 1 minute. The nose bearings were corroded and the nose cone was scratched. The nose bearings and nose cone have been replaced. The device was successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device became hot when used. There was no known patient impact reported.